Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, after inserting the catheter into the introducer, air was drawn into the introducer and bleeding was observed from the hemostatic valve. The sheath was removed and replaced with a new one, and angiography of the right ventricle was performed in order to complete the device implant. After implant, the sheath was removed and the bleeding and air ingression stopped. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial of the introducer was returned and analyzed. Analysis indicated that the delivery system shaft was mechanically kinked/buckled. Blood was observed in the lumen of the delivery system. Blood was observed on the shaft of the delivery system. Visual analysis of the lead indicated damage during use. The analyst noted that the introducer was received without the dilator. Visual inspection found the tubing was kinked. There was dried blood on the outer shaft. Dried blood was also observed inside of the introducer, viewed from the hemostatic valve. According to the reported and the analysis results, it is likely that the tubing kinked prevents the flushing, and it could be the caused for the bleeding during the procedure. If information is provided in the future, a supplemental report will be issued.